Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an in-clinic check, the lead was exhibiting atrial sensing and no capture. Lead dislodgement was noted. Patient was asymptomatic. The lead was explanted and replaced. The patient remained stable prior to, during and post-procedure.